Event description:
It was reported that a pump malfunction occurred without any notable preceding events. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging a pump replacement and confirmed the customer's address for shipment. The customer was advised to use multiple daily injections as a backup therapy, understood how to store the pump, and agreed to return the faulty pump using a pre-paid label.